Event description:
Customer reported the system stopped fluoro during a case. No pt injury was reported.

Manufacturer narrative:
The ge service rep evaluated the system, and replaced the hard drive. System operates as intended.